Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this patient was being evaluated in the hospital after receiving inappropriate shock therapy from their implantable cardioverter defibrillator (ICD) system over several days. A review of the device data indicated that the device provided this shock therapy due to double counting qrs complexes. Therapy was not exhausted. It was also noted that the right ventricular (rv) pace impedance measurements had decreased from the approximate 500 ohm to 525 ohms range at implant, which occurred approximately one (1) month prior, to the approximate 350 ohm to 375 ohm range. The ICD device was subsequently programmed off and a chest x-ray was performed which indicated that the rv lead had migrated to the top of the rv. As a result, a lead revision was performed to reposition the rv lead and the device was subsequently programmed back on. The lead remains in-service. There were no additional adverse patient effects.